Event description:
Additional information was received from quality department (manufacturer) on (B)(6) 2019. Investigation report information concluded as follow: no deviation or maintenance intervention with possible impact on the quality/resistance of cannulas were reported during the production of these needles batches. The practitioner did not returned any involved needles, but provided the non-open needles. As no deficiency was observed during performed test following this complaint, the root cause of this complaint could not be determined. ---------- fup: additional information received on (B)(6) 2019: investigation report information added. ============================= causality assessment re-evaluated on (B)(6)2019 based on additional information received on (B)(6) 2019: a. Seriousness: serious (required intervention to prevent permanent impairment/damage). B. Expectedness: needle issue: unexpected br/us. Intentional device misuse: unexpected br/us. C. Causality. A) latency - compatible. B) recognized association - no. C) analysis - the possible causes for the reported event may be the bending of the needle before use excessive pressure or movement of the needle during injection, a sudden movement of the patient during injection, the use of a needle size inappropriate to the type of procedure. Bending of the needle was reported in this case by the group of the dentists, which is specifically mentioned not to be done in the IFU. Moreover, quality defect of the needle was set aside by quality investigation, so considering the needles were curved, the causal relationship between the needle issue and the device was assessed as unlikely. Intentional device misuse was considered as not assessable due to the nature of the event. D) dechallenge - na. E) rechallenge - na. Concluded causality who: not assessable for intentional device misuse and unlikely for needle issue. Fup: causality assessment not changed.

Manufacturer narrative:
The risk of needle breakage is known and is explained by different causes such as the bending of the needle before use, excessive pressure or movement of the needle during injection, a sudden movement of the patient during injection and/or the use of a needle size inappropriate to the type of procedure. These causes complied with information reported in the IFU of this needle medical device in this case, no other adverse event was reported and fragment needle was removed successfully this case occurred in context of misuse (bent needle) which was considered as the most probable etiology for the breakage occurrence. No quality defect was detected, the product was conform to specifications, which allows to rule out a failure of the device. No other claims have been registered on the batch. Therefore, no CAPA is required.

Event description:
Spontaneous report, from (B)(6). (B)(4). Initial information was received from the dentist through affiliate on 17-may-2019 and additional information was received from dentist via sale representative on (B)(6) 2019. Aggregate patients, with an unspecified medical history, received local anesthetic articaine (nova dfl) injected for dental procedure (diagnosis not reported) by alveolar nerve block and the dentist used the medical device septoject xl short (batch number: #f07427aa and date expiration:01-mar-2023) to inject it. Patient were not taking other medications. In the initial information, the dentist affirmed that there were 8 incidents during the last days of needle breaking during injection (unspecified date). In the follow-up 1 information, the dentist affirmed that on (B)(6) 2019, the device broke at the beginning of insertion in 6 patients' mucosa. No adverse event was reported. It was noted that a remedial action taken by the dentist was required. The broken part of the needle was no longer present in patient. X-ray exam was performed after dental procedure to confirm it. The reporter indicated that they were using needles for a long time (unspecified exact date) and they had never had such situation. They were surprised due to the number of needles broken. The incidents occurred with the group of dentists of the dental office, not only with one. The boxes were collected and would no longer be used by the dentists. At the time of the report, the patients' outcome was unknown. Quality investigation results was pending. Fup#1: additional information received on (B)(6) 2019 with adr form. Causality assessment on 19-jun-2019 on initial information received on 17-may-2019 and additional information received on (B)(6) 2019: seriousness: serious (required intervention to prevent permanent impairment/damage). Expectedness: needle issue: unexpected br/us. Causality latency - compatible. Recognized association - no. Analysis - the possible causes for the reported event may be the bending of the needle before use, excessive pressure or movement of the needle during injection, a sudden movement of the patient during injection, the use of a needle size inappropriate to the type of procedure and/or quality defect of the needle. At the time of this report, information are not sufficient to identify a misuse or inappropriate usage during the local injection. However, the incidents occurred with the group of dentists of the dental office, not only one professional, that may favor the hypothesis of a quality issue. Quality investigation is ongoing; pending the results, the case report was considered as not assessable. Concluded causality who: not assessable.

Event description:
Additional information was received from the dentist by clinical consultant on (B)(6)2019. Aggregate number of patients involved: (B)(4). In the follow-up 2 ,it was reported that the dentist changed the needle and again it broke, now while curved the needle outside the mouth therefore the term "intentional device misuse" has been coded, when pulled the carpule syringe out of the mouth, the needle was vanished, and only the cap of the needle had left, then palpated the site of puncture and took a periapical x-ray image and detected no evidence of the needle. Thus, assumed that the aspirator had sucked the needle. He reported that in other times, the needles broke during manipulation when the dentists pre-curved them in order to do inferior infiltrative anesthesia. The incidents occurred with the group of dentists of the dental office, not only with one. The boxes were collected and would no longer be used by the dentists. At the time of the report, the patients' outcome was unknown. Quality investigation results was pending. ---------- fup : additional information received on (B)(6)2019 with details during the procedure and modification of reporter qualification. Added new adr term "intentional device misue". Causality assessment re-evaluated on (B)(6)2019 based on additional information received on (B)(6)2019 a. Seriousness: serious (required intervention to prevent permanent impairment/damage) b. Expectedness: needle issue: unexpected br/us intentional device misuse: unexpected br/us c. Causality a) latency - compatible b) recognized association - no c) analysis - the possible causes for the reported event may be the bending of the needle before use (the group of the dentists reported bending the needle (which is specifically mentioned in the IFU not to do)), excessive pressure or movement of the needle during injection, a sudden movement of the patient during injection, the use of a needle size inappropriate to the type of procedure and/or quality defect of the needle. Quality investigation is ongoing. However based on the misuse, the causalrelationship between the needle issue and the device is considered as unlikely and not assessable due to the nature of the event for intentional device misuse. D) dechallenge - na e) rechallenge - na concluded causality who: not assessable for intentional device misuse and unlikely for needle issue fup: the causal relationship between the events and device was changed from not assessable for both to not assessable for intentional device misuse and unlikely for needle issue.